Event description:
It was reported that the device was at elective replacement indicator and had possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data. Battery depletion/eri (elective replacement indicator) was indicated. Time of eri on (B)(4) 2012. Save to disk shows battery voltage = 2.58 volts, battery impedance ~7872 ohms.